Manufacturer narrative:
The device was received for a full product evaluation. As received, the balloon had a leakage through a 0.2" tear near the distal balloon bond area. The edges of latex appeared to match at the torn location. Both distal and proximal injectate lumens were occluded with clotted blood and it was not possible to remove with warm water. No other visible damage or abnormality was observed from catheter body. A review of the manufacturing records indicated that the product met specifications upon release. The reported event of deflation issue was not confirmed; however it was confirmed that the balloon was broken. Further investigation is on-going to consider any potential manufacturing factors that may have contributed to the confirmed issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this swan ganz catheter, there was balloon deflation difficulty. There was no allegation of patient injury. No further information was available; it was unknown whether the syringe was attached to the gate valve when trying to deflate the balloon and whether additional interventions were needed. Patient demographics were requested but could not be provided.